Event description:
It was reported that during testing conducted at the MFR, the device ran w/o user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on various internal components. Corrosion can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.